Event description:
It was reported that during an ipg replacement on (B)(6) 2022, the patient's oxygen level and blood pressure decreased. As a result, the patient was hospitalized overnight to address the issue. Patient has been discharged and is stable, reportedly.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.